Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction occurred. Customer's blood glucose level was not impacted. The pump was being used with saline and was not being used for insulin therapy at the time of the reported issue. Reportedly, the customer continued to use an alternate form of insulin therapy.